Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that there was a no disposable, clamp tubing alarm. The reservoir volume was 30.2, rate was 30.2, 9.8 was given. There was air in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.